Manufacturer narrative:
Adverse event or product problem: inadvertently omitted from original submission.

Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the source of the problem was the evacuation bypass valve (ebv). He replaced the ebv to resolve the reported issue. The repairs were verified as per service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported bodily fluid control failure and rbc was failing low on their iq 200 system. There were no erroneous patient results generated. There was no change to patient treatment.